Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation console unit failed the customer safety test on (B)(6) 2013. There was no procedure or patient involvement. According to the complainant, during bio-med testing the bsc rep. Observed 24vdc on the rear drain bag hook. Subsequently, the console failed the electrical safety inspection. The console is expected to be returned for analysis.

Manufacturer narrative:
Evaluation of the returned genesys hta 115v control unit (refurb) device indicated the unit passed the leakage & earth resistance safety test and ac current draw test and the console passed the electrical safety test. The data retrieved from the console did not indicate ¿unit failed electrical safety inspection¿ occurring on (B)(6) 2013. The reported problem was not duplicated during testing. Since the unit passed ¿leakage & earth resistance safety test and ac current draw test¿ and functional retest in the fremont cis. 24vdc was not found on the rear drain bag hook therefore, the root cause classification is ¿not confirmed.¿

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablator (hta) endometrial ablation console unit failed the customer safety test on (B)(6) 2013. There was no procedure or patient involvement. According to the complainant, during bio-med testing the bsc rep. Observed 24vdc on the rear drain bag hook. Subsequently, the console failed the electrical safety inspection. The console is expected to be returned for analysis.

Manufacturer narrative:
Although received for evaluation, the device at issue in this complaint has not yet been fully investigated; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.